Manufacturer narrative:
The insulin pump was monitored and no audio/beep or black display anomalies were noted. The device passed self test. No display anomaly noted. Intermittent button response due to moisture damage keypad trace. The device was received with cracked display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during programming the insulin pump, it kept alarming constantly; one long beep. The customer could not do anything due to unresponsive buttons. The customer changed that battery, but the anomaly persisted, and the display went black. The customer's blood glucose was unknown. Nothing further was reported.